Event description:
Cadd ms3 pump malfunction battery compartment has a crank in it. Replaced pump return box to be sent out. No adverse effects as a result. No other information provided. Dose or amount: 44 ng/kg/min, frequency: continuous, route: sq. Dates of use: (B)(6) 2017 to ongoing.